Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced past elevated blood glucose (bg) and diabetic ketoacidosis (dka). Bg value not provided. Tandem technical support followed up with the customer, however, the customer declined to provide additional information regarding the event.